Manufacturer narrative:
Gore attempted to acquire info required for this form. The authors do not specifically identify the use of gore-tex suture; however, gore is unaware of another ptfe suture broadly indicated in the united states for general and vascular surgery until 2007. Review of the mfg records could not be performed as no lot number info was provided. The device was not returned. Consequently, a direct product analysis was not possible. Add'l info about this event could not be obtained. As a result, no further investigation is possible. All info has been placed on filed for use in tracking, trending and follow-up. See attached article "extrasphincteric perianal fistulae after sacrospinous fixation for apical prolapse" (obstet gynecol 2011; 117:438-40) case #2.

Event description:
Review of "extrasphincteric perianal fistulae after sacrospinous fixation for apical prolapse" revealed in december 2001, the patient underwent a transvaginal prolapse repair including unilateral sacrospinous vaginal vault suspension as well as transvaginal suburethral sling procedure. The vault suspension was accomplished posteriorly by placing two ptfe sutures into the right sacrospinous ligament. Eight years (march 2009) later, after several exploratory procedures and multiple sections of the suture excised due to erosion, a fistulotomy was performed. The ptfe sutures were identified when the fistulotomy was extended to the level of the ischioanal space. The sutures were excised and the fistula debrided. Six weeks post-surgery the patient was reported to be healing well with no vaginal bleeding.